Event description:
It was reported by the customer that the rad-5v bottom row of 7-segment display are functioning intermittently. The customer states that some segments are not lighting up and showing false numbers. No physical damage observed. There were no patients involved. The following additional information was received on 08/22/2014: "bottom 3 7-segment led displays are not all lighting up."

Manufacturer narrative:
The returned device was evaluated. During an inspection of the inside of the device, the unit was found to have corrosion on the system board. A service history review revealed that this unit was in the field for over 4 years with no previous reported issues prior to this reported event. A review of the labeling was performed.